Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient returned to the catheter lab due to severe aortic regurgitation (ar). The patient underwent transcatheter aortic valve replacement (tavi) implantation to treat the severe ar. A 23mm aortic valve (av) was implanted successfully, the pump was stopped twice during the procedure. The second attempt of av delivery was successful. The pump started and operated normally and the patient was transferred. The post left ventricular assist device (lvad), echocardiogram showed no traces of ar. The av was closed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted log file contained data from 06dec2021 through 05jan2022. On 05jan2022, the pump was stopped two times, consistent with the report that the pump was stopped during the tavi procedure. Following the procedure, the pump returned to its pump speed without issue. The log file appeared to show the system operating as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11oct2011. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are addressed in section 1 of this IFU. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient returned to the catheter lab due to severe aortic regurgitation (ar). The patient underwent transcatheter aortic valve replacement (tavi) implantation to treat the severe ar. A 23mm aortic valve (av) was implanted successfully, the pump was stopped twice during the procedure. The second attempt of av delivery was successful. The pump started and operated normally and the patient was transferred. The post left ventricular assist device (lvad), echocardiogram showed no traces of ar. The av was closed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.